Event description:
It was reported that the "patient had a lot of tricuspid regurgitation and because of it they were not able to get the 5076 lead properly seated. This lead was not used and a tined lead was able to be properly seated. The 4074 lead was successfully implanted." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.